Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, it was noted that the pacemaker was in back-up mode. No intervention was made. No patient symptoms were provided.

Event description:
Additional information received indicated that the patient was brought into the clinic. Programming changes were made and normal device operation was successfully restored. The patient will continue with regular follow-up.